Event description:
The customer reported that the insulin pump beeped, then the display went blank. The customer also reported moisture underneath the screen. Troubleshooting was performed, but the issue was not resolved. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage found on the electronic assembly.